Event description:
Per email from customer service: dealer advised he said the end user left her chair and when she came back the footplate was broken and sitting her seat. It's the l-bracket that is broken.